Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device seized and would not oscillate when power was applied. It was further determined that the device failed for check the saw head coupling-would not rotate smoothly, trigger test-trigger was binding and check the off/ on mode- seized would not oscillate. During repair, it was observed that the trigger was binding, the electronic control unit (ecu) shorted internally, the ball on the tip of the gear was completely worn and the gear was completely seized and would not spin. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods, and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the trigger was binding. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.